Manufacturer narrative:
Multiple attempts were made to obtain how the issue was resolved; however, no information was provided. The customer did not respond to requests for additional information to obtain the device evaluation, repair. The device is now fully functional without any further details provided.

Event description:
Philips received a complaint on the heartstart xl device indicating that the battery failed.

Manufacturer narrative:
Phone number: (B)(6).